Manufacturer narrative:
Other relevant device(s) are: product ID: 309101, serial/lot #: (B)(4), ubd: 28-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an issue during the peripheral nerve evaluation (pne) test. During the pne test, the physician tried to remove the stylet from the lead, but they found mechanical resistance and in order to extract it the physician pulled harder and the stylet broke. The physician discarded the lead, stylet, and needle. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The lead kit was replaced, and the issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. He event occurred during the procedure in (B)(6) of 2019.